Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) resulting in unspecified tissue injury and tr cannot be determined. Tricuspid regurgitation and tissue damage/injury are known possible complications associated with triclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional tricuspid regurgitation (tr) and tethered leaflets for a triclip procedure. During the procedure, while positioning the adjusting the orientation of the clip in the right ventricle, the clip was stuck in the chordae. Troubleshooting was performed but was not successful. A chordal rupture was observed. It was decided to implant the clip on the anteroseptal commissural, and a second triclip was implanted on the central side of posteroseptal to the reduce the tr. All steps were performed as per IFU. However, tr was increased to grade 4. There were no adverse patient effects or clinically significant delays reported.